Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2000 were not provided. (B)(6) 2000: [missing records: records for the CT scan showing ¿herniated loops of small bowel at the hernia site¿ were not provided.] (B)(6) 2000: (B)(6)hospital. (B)(6) md. Operative report. Pre/postop diagnosis: incarcerated parastomal hernia, s/p total colectomy crohn¿s disease. Operation: repair of parastomal hernia. Anesthesia: endotracheal. Estimated blood loss: 100 ccs. Procedure: ¿after the patient was draped and prepped, carefully removing the original stomal bag and applying a sterile bag, and then with io-band drape and under satisfactory general anesthesia the midline scar was incised and incision continued down to the fascia. The fascia was incised and the old ethibond sutures removed. The fascia was then raised and ultimately we could get through the peritoneum very carefully. In fact, there were no adhesions to the anterior abdominal wall and, consequently, we were able to open up the incision to its fullest length, from above to below the umbilicus. We were able to place the book-walter retractor, and it was unique in as such there were very few adhesions seen in the small bowel in this area, the large bowel having been removed. In approaching the hernia defect and incarceration we had to take down a number of adhesions, as the small bowel had been in the incarcerated sac for a long time, obviously. These were taken down very carefully and no serosal tears occurred, let alone any intra-bowel perforations, i.e. It was a very clean takedown. We were able to pull the small bowel out of the hernia sac, leaving just the ileostomy in place. We were then able to determine where the ileostomy was coming from, medial to lateral, although it was adherent to the wall. It was decided to go ahead and place a gore-tex mesh in order to close this defect, rather than to remove the ileostomy to a different site. Consequently, a 10 x 15 gore-tex patch was obtained, dual mesh+, and it was incised and a ring was made, about 1.5 to 2 cm in diameter in the mid-portion of the patch. It was then placed around the ileum itself, covering over the defect, and sutured into place around the defect with #0-gore-tex suture and then the lateral leaves of it were then stapled into position using the origin tacker making sure all the tacks were all the way in, except for just the end that was holding he [sic] mesh. This allowed us to place the patch all the way flat against the abdominal wall and covering over the defect quite adequately. The defect had been about 4 fingers in total diameter; at this point it was about 1.5 fingertips that could barely fit up through the mesh. It was then decided to suture the mesh to the mesentery of the ileum as it was passing through it, and this completed the closure. The abdomen was the irrigated with a liter or warmed saline and the fascia closed in the midline with a running double stranded #1-pds, starting a the [sic] bottom and then running up, and then starting at the top and running down and tying in the middle. The subcutaneous tissue was irrigated and the skin borders re-approximated with the skin stapler. The wound was dressed and the patient was then transferred to the recovery room, and then to the floor in satisfactory condition. Instrument, sponge and needle counts were correct.¿ product identification records for the alleged gore device were not provided. (B)(6) 2000: [missing records: records for the CT of abdomen showing ¿a very large hematoma posteriorly in the right abdomen and pelvis displacing her right kidney measuring approximately 12 cm¿ were not provided.] (B)(6) 2000: (B)(6) hospital. (B)(6)md. Discharge summary. Admitting diagnosis: right lower abdominal pain. History: admitted by dr. Tilney for a hernia at her ostomy site. She had a permanent ileostomy for crohn¿s disease. She was admitted because of pain at that site and no stools from the emergency room. A CT scan of her pelvis showed herniated loops of small bowel at the hernia site. Hospital course: the patient was take to operating room for exploratory laparotomy with lysis of adhesions. He also reduced the incarcerated parastomal hernia and placed a gore-tex mesh around the stomal hernia. Postop was doing fairly well. An ultrasound was positive for left thigh dvt to the iliac veins. We started her on a heparin protocol. For the next 24 hours she again complained of pain below her stoma site on the right side. She is still on full anticoagulation. Her small bowel ileus was recurring. She still had vomiting. Later on that night I got called to see her because of the right lower quadrant pain. She had pain inferior to the stoma, and nonpalpable abdominal exam. She had a mass-like effect in the right lower quadrant lateral to her stoma. The following morning a CT scan was ordered for her abdomen. This time the CT scan showed a very large hematoma posteriorly in the right abdomen and pelvis displacing her right kidney measuring approximately 12 cm. She was still on full anticoagulation at this point. I felt the best thing would be to transfer her to maine medical where she would undergo exploratory laparotomy to evacuate the clot and to ligate any vessels which may be contributing to this hematoma. At this point her blood pressure started to drop. Her urine output was diminishing. Given the present scenario, I thought this woman was too sick to stay here, and made arrangements for transfer to maine medical. [Kmeserve-1ppr-kak-00003-4] [missing records: records for the CT scan showing ¿herniated loops of small bowel at the hernia site¿ were not provided.] [Missing records: records after transfer to maine medical were not provided.] Records between (B)(6) 2000: and (B)(6) 2003: were not provided. (B)(6) 2003: (B)(6) hospital. (B)(6) md. Operative report. Preop diagnosis: large ventral hernia. Postop diagnosis: 10x10 cm ventral hernia. Operation: laparoscopic repair of a ventral hernia using composite mesh of a 6x8 inch patch. Estimated blood loss: 3 cc. Condition postop: satisfactory. Procedure: ¿after the patient was draped and prepped exposing the abdomen and keeping the ileostomy bag off to the right side under satisfactory general anesthesia with a foley catheter in place, an ioban drape was utilized and a left quadrant cannulization was performed in the usual fashion using the innerdyne technique after insufflating the abdomen with co2 using a veress needle. Once we were able to get in the abdomen with a 10 mm cannula we were then able to view the fact that the hernia had no adhesions to it. There were some adhesions around the ileostomy itself that were taken down sharply with the scissors at a later time, however, the hernia was rather large and in fact extended inferiorly down to almost the level of the pubis out almost to the level of the ileostomy itself and again to the left side also quite far. Two other cannulae were placed 5 mm, in the left lower quadrant and in the left flank and in fact a fourth cannula was ultimately placed in the right upper quadrant again being a 5 mm cannula. The liver was also viewed and found to have some adhesions around it and also there were a significant number of adhesions around the gallbladder itself, these were not taken down. Small bowel otherwise appeared to be normal and consequently once we had placed all of the cannulae under direct vision we were then able to take down the adhesions around the ileostomy giving us a little bit more room to place the patch, again using sharp dissection. No bleeding occurred. The patch was then obtained as a 6x8 inch patch and we were able to mark it first, lace two end-to-end stay sutures. We could not use lateral suture on the right side due to the fact that it was directly underneath where the ileostomy was. On the left side, however, we were able to then place tacks at a later time as we put the patch in place. We pulled the patch through the 10 mm cannula site and put it into the abdomen and spread it out and the prolene was on top, the gore-tex was on bottom. The sutures that had been previously placed on the north and south end of the patch were brought out through the abdominal wall using the suture retriever. There were then ultimately tied stretching the patch between. We then used the tacker to go around the right side first and then followed around the left side and ultimately we put the patch all the way around the hernia defect with at least 5 cm to spare on each side. There were some tacks that I thought were a little loose and consequently these were actually taken out with a dissector. One such tack actually ended up in the left lower quadrant cannula site wound. The rest of the abdomen was absolutely clear. There was no sign of any other pathology that needed to be addressed and consequently the gas was removed. Some gas did, however, remain above the patch in the hernia defect and the large cannula site was closed with #0 vicryl in the fascia. The skin border were reapproximated with #4-0 monocryl in the small sites and steri-strips and band-aids were then applied. The patient tolerated the procedure very well and was discharged to the recovery room in satisfactory condition. She will be started on lovenox immediately postop and her coumadin will also be reinitiated due to her history of dvt. I should note also she had her usual stockings in place while we were in the operating room and venodynes were also in place.¿ final diagnosis: large ventral hernia. There is no mention of infection or device removal in the records. (B)(6) 2005:(B)(6) hospital. (B)(6), md. Operative report. Preop diagnosis: small bowel obstruction. Postop diagnosis: same s/p total colectomy and multiple hernia repairs. Secondary diagnosis: massive adhesions. Ventral wall hernia, lateral, on the patient¿s left side to her previous ventral hernia repair. Operation: exploratory laparotomy, lysis of adhesions, resolution of small bowel obstruction, repair of ventral hernia. Anesthesia: general endotracheal. Estimated blood loss: 250 cc. Urinary output: 150 cc. Ostomy output: 300cc. Fluid replacement: 3400 crystalloid. Procedure: ¿after the patient was under satisfactory anesthesia, she was prepped and draped exposing the abdomen. The prep was a hibiclens prep and a 10-10 drape was placed over the ostomy, draping the ostomy out of the abdominal field, with an ioban drape placed over the abdomen. A midline incision was made superiorly and carried down below the umbilicus in the old abdominal scar. It was carried into the subcutaneous tissue, down to the fascia, and the fascia down to the peritoneum. The peritoneum was then opened. There were multiple adhesions that were fast to the anterior abdominal wall and these were taken down very carefully, with primarily sharp dissection, down to the level of the original ventral hernia repair, which was a composite mesh patch just from the umbilicus down. The adhesions to the mesh were obviously the worst and these had to be take down very carefully. As we went obviously all the way around the mesh, small bowel was adherent to the mesh, particularly on the periphery. Mesentery was adherent only in the midportion of the mesh. These were all taken down, again, carefully and sharply and no enterotomy was encountered. There was one area of serosa that appeared to be denuded slightly, and this was repaired with a #3-0 silk suture. Once they were taken off the mesh, we were then able to pull the small bowel up into the abdominal wall, or at least a goodly portion of it, and evaluate and find out that it was still quite dilated and consequently we had not found the obvious obstructing site. However, we did find a rather large newly encountered ventral hernia that was on the left side of the original mesh. This measured about 4-5 cm in diameter. The dissection then continued superiorly as we ran the small bowel up to the ligament of treitz or the former ligament of treitz. It was during this process where we think we found a loop of small bowel that had an obvious kink and a portion of it was deflated, and the more proximal portion of it was obviously dilated. All of the adhesions to the anterior abdominal wall, the posterior abdominal wall, and the surrounding intestine were taken down sharply and carefully as the small bowel was slowly pulled out of the abdominal cavity. The mesentery of the small bowel however did get torn in places. There was one bleeder that needed to be ligated with #2-0 chromic catgut, the rest of it really was otherwise in reasonable shape. We then went distally down into the pelvis to evaluate the small bowel there since we could not otherwise determine that this was in good shape. Again, it took us a great deal of time to pull the small bowel out of the pelvis, lysing all the adhesions in the process. We did not cut through the mesh so getting into the pelvis was somewhat thwarted with this shortened epigastric wound. The buchwalter retractor was utilized for strong retraction and in this fashion we were able to get all the way down to the ileum and just to where the ileum was going into the ostomy site from the abdominal cavity where the original hernia repair was performed. This portion of the bowel was left in place and no further dissection occurred. There was one small sterile abscess that was encountered during this dissection process. This was sent for pathology and gram stain and culture. But otherwise no untoward effect of the small bowel was created that we could find. Once all the small bowel was carefully lysed of all adhesions so that it would lay on its own freely in the abdominal cavity, we then irrigated massively with warmed normal saline, and repaired the ventral hernia with figure of eight sutures of #1 prolene. Once this was closed, we then again laid the small bowel back into the abdominal cavity and made it float as freely as possible. We then closed the abdominal wall with a running closure of double stranded #1 pds starting at the top and going down to the mesh where it was tied. The subcutaneous tissue was irrigated with warmed normal saline and the skin borders reapproximated with the skin stapler. The patient tolerated the procedure very well despite her other medical problems. She was transferred to the ICU for postoperative management overnight for observation of her hypertension and her cardiac status. Instrument, sponge and needle counts were correct.¿ [kmeserve-1ppr-kak-00007-9] there is no mention of gore device removal in the records. [Missing records: a pathology report detailing analysis of ¿small sterile abscess¿ dissected during the (B)(6) 2005: procedure was not provided.] [Missing records: culture and gram stain reports detailing analysis of the specimens collected during the (B)(6) 2005: procedure were not provided.] (B)(6) 2005:(B)(6)hospital. (B)(6)md. Discharge summary. Admission diagnosis: small bowel obstruction with vomiting, retching and a mallory-weiss tear. Discharge diagnosis: history of crohn¿s disease with total proctocolectomy and permanent ileostomy. Multiple previous incisional hernias and intestinal obstructions. Extended postop course with hyperalimentation for postop extended ileus with again insertion of a supraclavicular cvp and hyperalimentation and also insertion of a long cantor tub which ultimately got into the jejunum but no further. Records between (B)(6) 2005 and (B)(6) 2011 were not provided. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Operative report. Preop diagnosis: small bowel obstruction due to large ventral wall hernia. Postop diagnosis. Same inclusive of old hernia patch repair using composite mesh. Operation: closure of the ileostomy for the procedure; this was reopened at the end of the procedure. Exploratory laparotomy, removal of the mesh of the anterior abdominal wall in the original incision followed by lysis of adhesions, followed by closure of 3 small enterotomies of small bowel followed by placement of a baker¿s tube from the jejunum down into the distal ileum. Anesthesia: general endotracheal. Estimated blood loss: 400 cc. Condition postop: satisfactory. Procedure: ¿after the patient was draped and prepped, exposing the abdomen with a foley catheter in place and under satisfactory general anesthesia a timeout was performed indicating we have kathy meserve for exploratory laparotomy and resolution of small bowel obstruction along with repair of ventral hernia. The patient had received 2 grams of cefoxitin preoperatively, heparin 5000 units preoperatively and venodynes and ted were in place along with a foley catheter. The patient was draped and prepped in the usual fashion and again the ileostomy was closed initially then was walled off with a 10-10 and the abdomen was redraped and reprepped. A midline incision was made and carried down through the subcutaneous tissue to the fascia. In the subcutaneous tissue we were able to find that there was a great deal of hard, firm, old mesh that had now torn loose from previous attachments and was now a big ball in the abdominal wall just to the left of the umbilicus. This was an area that was of considerable discomfort to the patient and in fact it had a collection of fluid within a cavity within its confines. This ultimately was taken away and discarded. However, it took at least an hour, if not more time to cut it away from its location due to the significant bowel adhesions that were to it. Consequently the small bowel was taken off of the anterior abdominal wall and also off of this patch of mesh and in the process 3 small enterotomies did occur. These ultimately were able to be closed with #3-0 silks in all 3 sites. The closures were then found to be complete after we had fully opened up the small bowel, but it took some time to get to that position. The small bowel continued to be taken down and we went from the obstruction site, which ultimately we were able to find just coming out of the hernia defect. We went all the way from there up to what I think is the ligament of treitz. This took a considerable amount of time since the small bowel was draped from side to side and up to as far as the stomach and the liver and all of this had to be taken down with massive amounts of adhesions in order to accomplish this. Hemostasis during the process was completed with #2-0 chromic catgut ties and with the electrocautery. Once we were able to get the small bowel totally freed up we were then able to make sure that #1 our enterotomies were closed completely and the #2 we found where the small bowel now was smaller in caliber, i.e. Distal to the obstruction which appeared to occur primarily in the distal side of the anterior abdominal hernia defect. We then went ahead and took down adhesions into the pelvis to follow this piece of small bowel down to the pelvis before it came out to the ileostomy site. It was elected since this did appear to be totally deflated not to go any further then down into the pelvis. We did not go up into the ileostomy itself. We then went and took a baker¿s tube and entered it through the anterior abdominal wall to the left of the abdomen in the left upper quadrant. This was brought through the wall and then entered into the jejunum distal to the ligament of treitz by probably 40 cm and this was witzeled into the jejunum with about 15 to 20 cm of #3-0 vicryl sutures, the last 2 of which actually sutured the jejunum to the anterior abdominal wall at the entrance site. Then 3 cc of water were placed into the balloon of the baker¿s tub and the baker¿s tube was passed all the way down through the small bowel down into the pelvis, i.e., into the distal ileum just proximal to the ileostomy site. It was sutured into place using #3-0 silk sutures at the level of the skin. Again, the witzeling was complete for 15 to 20 cm, completing the closure around the tube. That being the case the abdomen was copiously irrigated and small bowel as then placed back in the abdominal cavity and the fascia was then closed with a running closure of double-stranded#1 pds inclusive of the original hernia defect. I elected not to put any mesh in this defect since it was only going to get contaminated. I should note that we did do 2 sets of cultures of the abdominal cavity. The second one after the enterotomies were encountered; the first from prior. To. Once the fascia was closed the subcutaneous tissue was irrigated with warmed normal saline. The skin borders reapproximated with a skin stapler. Four wicks were then placed in the wound and the baker¿s tube was attached to a foley catheter for straight drainage. The ileostomy was opened and a bag was applied to this. The patient tolerated the procedure very well. She was extubated and transferred to the recovery room in satisfactory condition.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2011: procedure was not provided.] (B)(6) 2011: (B)(6) hospital. (B)(6) md. Discharge summary. The patient is afebrile now for 48 hours plus. The patient¿s white count today is 11,500. The patient is again evaluated and her wound today is opened. It definitely has dehisced, now superior to the umbilicus, along with the inferior to the umbilicus, but it seems to be holding its shape at this time and nothing seems to be extruding at this point. The wound vac has been changed. I have gone ahead and placed it down deep into the fascia, in fact, just below, and I am trying to clean out all of the necrotic debris that I am able to see. I have not actually surgically debrided anything today, since I think if I debride too much, I will end up creating more of a dehiscence than I have, and I would like to try to allow this to heal conservatively rather than in any aggressive fashion. The baker¿s tube is still in place. Impression: my impression is that she arrived with a small bowel obstruction due to a ventral wall hernia with incarceration. She underwent an open resolution of small bowel obstruction with placement of a baker¿s tube for stenting of the small bowel, and removal of the original ventral hernia composite patch and repair of the abdominal wall. Discharge instructions: we will discharge her home to the care of the visiting nurse, who will see her and take care of her wound vac on everyother day basis. [Missing records: records for treatment of dehisced wound were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions: d15: cause not established h6: health effect impact code: f24: insufficient information; f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: [not provided] additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open parastomal hernia repair on (B)(6) 2000 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2003, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2005, and (B)(6) 2011, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions. Additional event specific information was not provided.